Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 454 mg/dl. The customer stated that she treated with 2 units of insulin. Upon inspection, it was found that the infusion set cannula was bent. The caller also reported air bubbles present in the reservoir. During troubleshooting, the insulin pump passed the high pressure test, and the customer was advised to perform a complete infusion set, reservoir and insulin change. The most recent blood glucose reading was 333 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-41357.